Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarm to cannulation issues. The cycler alarmed appropriately. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A venous pressure high alarm occurred at the start of a routine hemodialysis treatment. Rinseback was not performed due to visible air in the venous line, resulting in an estimated blood loss of 190cc. The pt's hgb level decreased from 10.5 g/dl pre event to 9.5g/dl post event. The pt had been on epogen hold and was restarted at 2,500 units 3xweek. No other medical intervention was required for the blood loss.